Event description:
It was reported that when the pico 7 is turned on all lights turn and cannot use any function. No case involved, s&n backup available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device underwent a product evaluation. When batteries were inserted, the device did not function. Device performance data could not be fully obtained. Liquid contamination was observed to the internal components which likely affected the functionality of the device. This confirmed a relationship between the event and the device. The most likely root causes were attributed to liquid contamination and user error. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.